Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, a balloon broke when tested the trocar. There was dirt in the second balloon tested. There was no patient involvement.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of device one noted; the trocar balloon, lock collar, valve seal, valve doors and obturator all appeared intact. The inflation syringe was not received. The visual inspection of device two noted that the lock collar, valve seal, valve doors and obturator all appeared intact. A cut in the trocar balloon was observed. The inflation syringe was not received. Pmv performed functional testing of device one; the trocar balloon was inflated, no leaks detected. All other components functioned properly. Pmv performed functional testing of device two; the trocar balloon could not be inflated due to the observed cut. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.